Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the more recent occlusion, the customer's blood glucose (bg) level was over 600 mg/dl and an insulin injection was used to address the bg level. The customer had not noticed any issues with the cannulas or infusion sites. The customer had been using apidra insulin in the cartridge and had since switched to novolog insulin. No additional occlusions have occurred since switching the insulin type.